Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown . Product type lead. Product ID neu_unknown_lead lot# unknown. Product type lead. (B)(4). (Lot# unknown and lot# unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their external neurostimulator (ens). Patient reported a screen 59 and wondered if it would harm them. Screen 59 meaning and the option of turning the ens off was reviewed. It was reviewed to decrease amplitude to 0.0ma and increase it to 7.0ma, but the issue wasn't resolved. Patient was redirected and will follow up with their healthcare provider (hcp). It was also reported that the patient thinks their leads seem to be moving around. The patient also might feel stimulation right above their knee as well as on the other side of the bicycle seat even though the patient has it only set for one side. Patient admitted that they move around a lot when sleeping and thinks maybe the leads moved. It was reviewed that anywhere in the bike seat was appropriate to feel stimulation and anywhere outside was not. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.